Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was unsuccessfully implanted due to an unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported. Additional information received indicates that this lead's fixation helix was damaged during insertion through the introducer sheath. The physician opted to remove the lead and a new lead was used. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. A visual inspection revealed a stretched helix, this was likely a result of handling. Testing was completed to assess the electrical performance and the lead resistance measured normal. This supplemental report was filed to capture the correction on the initial reporter.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to helix was damaged. This ra lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was unsuccessfully implanted due to an unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported.